Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No additional observations are performed. Additional, changed, and/or corrected data: d.9., h.3., h.6.